Manufacturer narrative:
The review of the manufacturing data shows that: the raw material of the anatomic® insert complies with the iso 5834-1-2 standard. The raw material of the anatomic® tibial baseplate complies with the iso 5832-4 standard. The review of the manufacturing history records shows that the devices have been manufactured according to our specifications and drawings. 100% of the parts have been inspected during manufacturing process and no anomaly was detected. The review of the internal vigilance database reveals that no other incident was reported related to the same batch number of the tibial baseplate and insert. The review of the internal vigilance database since 2014 show 1 similar incident related to a anatomic baseplate breakage. The rate is (B)(4). The analysis of data provided by the healthcare facility show that the patient is on severe obesity with 38 bmi. The operative report note the presence of a geode under the baseplate. It was also noted that the case is related to a multiple falls over the past year (2023) in a difficult context of heavy treatment for multiple recurrences of neplasia. The visual analysis of the returned devices (anatomic tibial baseplate and anatomic fixed bearing insert) showed: damage to the baseplate: baseplate broke on its medial posterior part. Failure is observed in between the fixations hooks. Damage of the insert : it was reported that during the revision of the tka, the insert was well clipped. The insert doesn't show particular damage other than in relation to the failure encountered. Insert is showing significant marks on its medial posterior lower surface, at the location of the broken part of the baseplate. This damage most probably a consequence of the baseplate breakage after patient fall. Other clipping areas are showing standard marks of implantation, so clipping was most likely correct. The anatomic femoral component was not returned by the healthcare facility (remained implanted). It was noted that the breakage occured after 9 years and 8 months of the implantation and the expected lifetime of the device is 10 years. In preliminary conclusion, the exact origin of the breakage cannot be established but we cannot exclude the influence of the patient fall and massive obesity of patient.

Event description:
Breakage of the anatomic® tibial base plate for fixed bearing insert, 9 years after the implantation. It was reported a fall of the patient on (B)(6) 2023. The implantation was performed on (B)(6) 2014. Involved devices: anatomic tibial base plate for fixed bearing insert cementless ha coated size 2 (reference : 1-0204802, batch number : 148437). Anatomic®  fixed bearing insert size 2 thickness 14 (reference : 1-0204722, batch number : 145544). Anatomic posterior stabilized femoral component cementless ha coated size 3 left (reference : 1-0204403, batch number : 148790).